Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold. Additional information obtained from the field indicating that the suspected cause for high threshold was micro dislodgement. To date, the lead remains in service. No adverse patient effects were reported.